Manufacturer narrative:
Investigation: initiated manufacturer's investigation: no sample returned. Review DHR. Distribution history: the complaint product was manufactured at csi under work order 285138. Manufacturing record review: DHR-umb678-285138 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. Corrective actions complaint unit has not been returned to coopersurgical so the complaint could not be confirmed. Coopersurgical will continue to trend this complaint condition. No further corrective actions necessary. No further training is required since the complaint was not confirmed. Was the complaint confirmed? No.

Event description:
Report stated: "blue colpotomy part of koh cup separated during robotic total hysterectomy and was left remaining inside of patient. Colpotomy cup was recovered before case ended, and entire lot has been sequestered". 1216677-2020-00228-1 umb678 uterine manipulator tip b e-(B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Incident report- blue colpotomy part of koh cup separated during robotic total hysterectomy and was left remaining inside of patient. Colpotomy cup was recovered before case ended, and entire lot has been sequestered. Reference e-complaint (B)(4). 1216677-2020-00228 uterine manipulator tip b umb678 e-complaint (B)(4).